Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that that the insulin pump¿s display was damaged. The insulin pump fell on the floor and they had stepped on it. The customer¿s blood glucose level was 290 mg/dl. Troubleshooting was performed. The customer stated the back-light would come on but the screen does not display. The device will be returned for analysis.

Manufacturer narrative:
Pump received with severely cracked and push in and bleeding lcd glass. Unable to verify blank display due to lcd damage. Unable to perform operating currents, self test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test and unable to verify blank display due to lcd damage. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.